Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that the bd micro-fine¿ pen needles 31g x 5mm experienced leakage. The following information was provided by the initial reporter: the needle leakage occurred in the process of use, so the patient was replaced with a new needle for disposable injection pen.